Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system instructions for use states: deploy the stent slowly by pressurizing the delivery system in 2 atm increments, every 5 seconds, until stent is completely expanded. Fully expand the stent by inflating to nominal pressure (10 atm) at a minimum. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a lesion in the calcified proximal right coronary artery, an unknown xience xpedition stent delivery system (sds) was advanced and deployed at 8 or 9 atmospheres. Reportedly, the sds was attempted to be removed; however, resistance was felt with the balloon of the sds and the implanted stent and the sds could not be withdrawn. The sds balloon was inflated up to 12 or 14 atmospheres, deflated and withdrawn from the patient anatomy without resistance. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.